Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex contour profile high 450 cc saline implant, catalog # 3542713, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor siltex contour profile high 450 cc saline implant which deflated after the procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/7/2018, mentor became aware that a duplicate of this complaint report was opened. As such, that complaint file was voided (manufacturer¿s reference number (B)(4)). However, additional information available in that complaint file was transferred to this one. The right sided deflation was confirmed by physical examination. Date of explant was set for (B)(6) 2018, with an unspecified device. Physician¿s office contact information: (B)(6). The awareness date for this additional information will conservatively be listed as 1/17/2018, the alert date of the duplicate complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/23/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device or on the shell surface. During initial examination of the device, the product evaluation team (pe) observed a rent at the shell near the patch junction. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5778212 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).